Event description:
The 22 ga, 1.5 cm needle has a hole in hub and it sucked air while aspirating fluid. In addition, the three way stopcock sucked air around lever and body of stopcock is cracked. It does not suck fluid from chest catheter. This is the second tray found defective in 2 mos.